Manufacturer narrative:
The reagent lot number and expiration date were not provided. Quality control results were within specifications. It was found that the gear pump head was overdue for replacement. Due to the limited information provided, the investigation was unable to determine a specific root cause.

Event description:
There was an allegation of questionable ca15-3 results from the cobas e 801 analytical unit. The initial result was 140 u/ml, and the repeat result was 300 u/ml with a data flag the repeat result with a 1:10 dilution was 384 u/ml. The repeat result with a 1:2 dilution was 372 u/ml. This result was believed to be correct.